Event description:
It was reported that during a laparoscopic hernia repair, the clear plastic tip broke after the first firing. After the second firing, it broke off and fell into the patient. The piece was retreived without difficulty. The case was completed with a like device with no patient consequence.